Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 6.30 pm due to a high blood glucose level of 183 mg/dl at the time of hospitalization, blood glucose at time of incident: 445 mg/dl, the customer's current blood glucose level 202 mg/dl. Customer experienced no symptoms related to their high blood glucose. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was insulin pump and finding emergency room . Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.